Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited corroded distal end. There was no patient involvement.